Manufacturer narrative:
(B)(4). Additional information received reported the sample is now available, however the sample has not been received by the manufacturer for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "for a baby patient who had an intubation tube size 3. The numbers on the tube started to erase and then disappeared completely. Another baby faced the same issue. The baby still have the tube inserted." Patient condition reported as fine. See companion report 8040412-2019-00018 for additional device event.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that part of the tube markings were erased and illegible. Five representative samples were then taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 5 days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. The lot number of the actual sample was unknown; however, the customer reported three potential lot numbers. A device history record (DHR) review was performed on the potential lot numbers and there were no issues found that could relate to the reported complaint. A conclusion code could not be found as the complaint of "marking erased during use" was confirmed; however, a root cause could not be established. It is not known why the markings were erased.

Event description:
Customer complaint alleges "for a baby patient who had an intubation tube size 3. The numbers on the tube started to erase and then disappeared completely. Another baby faced the same issue. The baby still have the tube inserted." (Continued) patient condition reported as fine. See companion report 8040412-2019-00018 for additional device event.